Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon interrogation there was an alert for possible high voltage circuit damage on (B)(6) 2017. The patient reports of having a surgical procedure that day. Device download was done and the alert was cleared. Patient was stable during and post event and will continue to be monitored.